Event description:
It was reported that during a cryo ablation procedure, the sheath appeared to be kink and not easy to maneuver along with the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot was returned and analyzed. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the dilator was performed. No anomalies were identified. The shaft, tip, and the length were according to specifications. The steering mechanism and deflection test were performed. The shaft bends as initially intended and bends in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. Lab test catheter insertion and retraction into the sheath were performed several times easily without any issue. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issue. In conclusion, the reported shaft kink was not reproduced. The sheath passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.